Manufacturer narrative:
Based on the available information, this event seemed to be a serious injury. The event is considered misuse. Per the IFU, a pre-cut ostomy device should not be cut. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
On (B)(6) 2020, the end user first noted laceration on the underside wall of stoma near 6 o'clock position. It was about 1" in length and there was no bleeding noted. He continued to use the product. Reportedly, the end user had been cutting the pre-cut wafers to make them large, and thought that he had created a sharp edge that caused the laceration. No photo is available at this time.